Manufacturer narrative:
The patient''s dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Foreign- (B)(6). 510(k) is n/a. This device is only sold in (B)(6). The angiosculpt device was infectious and discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used to treat a slightly calcified peripheral lesion. During the third inflation at 12 atm for 20 seconds, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported.